Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) heard tones being emitted from the device and went to the clinic. When the ICD was interrogated, an error code was displayed along with the message that the voltage is too low for the projected remaining capacity. All lead measurements were in normal parameters and the patient had experienced no adverse effects as a result. A memory download was sent to boston scientific technical services (ts) for review. A ts consultant discussed that review of the data revealed that device battery only has enough energy to provide normal therapy functions for two weeks, and that the ICD should be replaced as soon as possible.

Event description:
At a later date, this ICD was returned to boston scientific for laboratory analysis. The explant date is currently unknown. No additional adverse patient effects were reported in regards to the device.

Manufacturer narrative:
The ICD replacement has been scheduled for a later date, and the patient remains hospitalized to continue receiving treatment for heart failure symptoms. Once additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed five low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Once laboratory analysis is completed, this report will be updated.

Event description:
--